Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/10/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and would boot. The receiver log was downloaded and reviewed, finding receiver shutdown above 90% battery power level, "reason battery low". The receiver functional test was performed and it failed the battery tests. The receiver case was opened for internal visual inspection and failed. The reported event that the receiver ceased to function was confirmed during interior inspection. The root cause was determined to be a defective receiver battery.